Event description:
Synovitis of both knees; knee effusion; difficulty sleeping; fever up to 102 degrees fahrenheit ; headaches; myalgia; generalized malaise. Initial info received from physician via phone. The pt is a female. Initials r-r, with a medical history of osteoarthritis in both knees , who experienced positive synovial fluid culture for mrsa, high c-reactive protein in synovial fluid, synovitis, knee effusion, difficulty sleeping, fever, headaches, myalgia, and generalized malaise. The pt received a series of synvisc injections in both knees in the same month in 2007. At the end of the month, the pt experienced synovitis in both knees, fever up to 102 degrees fahrenheit, headache, myalgia, generalized malaise, and difficulty sleeping. Both knees were aspirated: 80cc from unspecified knee and 40cc from the other. Synovial fluid analysis was positive for methicillin-resistant staphyloccocus aureus (mrsa). Reporting physician felt that sample was contaminated because the pt did not experience symptoms of mrsa infection in the knee joint. On an unk date, the pt received an injection of corticosteroid for the synovitis. The hcp stated that the corticosteroid injection(s) "resolved her knee symptoms... However, the pt's systemic symptoms are continuing as of the following month. The pt also received an oral corticosteroid dosepack for ongoing knee symptoms and systemic symptoms. In addition to the oral corticosteroid, acetaminophen and vicodin were also prescribed for systemic symptoms and "to help with sleep". On an unk date, an inflammatory arthropathy workup was performed which was negative expect for high c-reactive protein (crp). The physician's causality assessment for all events was probable to definite. At the time of this report, the outcome of the pt was unk. No further info provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.